Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage transvaginal mid-urethral sling system during a procedure on (B)(6) 2008. According to the complainant, post-implantation, the physician opined that the patient needed to have the mesh removed (reason unknown); however, this cannot be done because the patient was diagnosed with cancer (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.